Event description:
It was reported that there was t-wave oversensing (twos). The patient has a left bundle branch block with a wide qrs. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the there was less than 50% biventricular (bv) pacing due to twos post bv pace since implant. It was noted there was fluctuating r waves. The device was reprogrammed and the rv lead remains in use.